Event description:
Related manufacturer reference number: 2017865-2024-03760 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial led was exhibiting noise leading to oversensing and triggering auto mode switch episodes. Chest x-ray showed that the atrial lead and right ventricular lead were at an acute almost right angle just distal to the device pocket. The patient was scheduled for an atrial lead explant. During the explant procedure, the physician noted that the atrial lead insulation was compromised. Additionally, it was noted that the right ventricular lead exhibited high capture threshold. The atrial and right ventricular lead were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of internal shorts. The reported event of ¿lead compromised due to the atrial lead extraction¿ was confirmed. Visual examination of the lead found damages consistent with procedural damage.